Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date, the patient was treated with fortum injection 1 gram started for fourteen days (route and frequency not reported) for the peritonitis event. The action taken with dianeal therapy was unknown. At the time of this report it was unknown if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously reported as unknown).